Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Functional testing was performed, and there was no evidence of a burning smell. A visual inspection of the power cord, power entry module fuse contacts, and power section of the device revealed no nonconformities. The chassis was checked for loose hardware, and was found to be within specification. The digital board was inspected and found to be within specification. Returned instrument testing evaluation (rite) testing was performed, and the device passed with no nonconformities noted. A device history review was performed finding two exceptions during manufacturing; however, the device was reworked and found to be performing as designed. A service history review revealed no issues related to the reported condition. The event history log revealed no other issues that would indicate and/or contribute to the problem. The reported condition was not able to be confirmed or duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro ¿smelled like burning rubber¿ during use. The patient was not connected at the time of the event. The technical service representative (tsr) advised the home patient (hp) to turn the device off and unplug it from the wall. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the hp till the new unit arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.